Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that an ophthalmic system hanged. Procedure details and patient impact have not been provided. Additional information has been requested. Additional information received indicated that procedure type was cortex. Machine restarted and then completed the surgery. No error code displayed. No patient impact.

Manufacturer narrative:
Additional information is provided in sections d.9,h.3,h.6 and h.10. The company representative (did not) confirm nor replicate the reported event. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. The non-conformance was opened and then closed as no sample was received for the investigation. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).